Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the cause of the reported failure is an internal manufacturing process issue and addressed through non-conformance. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On (B)(6)2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion top jaw stopped closing properly. This occurred during a rotator cuff repair on (B)(6) 2024 when the top jaw stopped closing properly when fully squeezed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.